Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported concerns with insulin leaking around the infusion site. Patient stated, he noticed his blood glucose levels rising after eating. Patient reported, he will try to give a correction, but his blood glucose level won't come back down. Patient stated, he has started to notice insulin leaking around the infusion site after giving a bolus. Patient reported no issues with preparation or insertion of the infusion set. Patient stated, he will notice his shirt is wet and then check the infusion site and the adhesive will be damp. Patient reported, he will begin noticing insulin on his shirt within 24 hours. Patient stated, his blood glucose has been elevated because of insulin leaking. Patient reported, he went to bed last night with a blood glucose level of 114 mg/dl and woke up this morning with a blood glucose level of 257 mg/dl. Patient stated, he is noticing these issues when he is waking up in the morning and also after dinner. Patient's target blood glucose range is 150-200 mg/dl when he works on thursday and friday. Patient's target blood glucose range is 70-140 when he is not working. Patient uses the insertion assist plus device to insert the infusion set. Patient reported this has been an ongoing issue since (B)(6) 2011. Advised patient to discontinue use of the infusion sets. Advised patient on alternative infusion sets that are available. Patient no longer has the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets sent; no product return was requested.